Manufacturer narrative:
Corrected data: d09 & h3 (device returned for analysis), h6 (component code, type of investigation, investigation findings). Updated results of investigation: the reported device was received for evaluation. A visual inspection showed one device was returned but not in any original packaging. The suture capture has been disconnected from the upper jaw and was not returned. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An image evaluation was performed and found the device placed on a surgical mat, accompanied by what appears to be the suture capture piece positioned next to it. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy procedure, the suture capture of the firstpass mini fell off from the device with very little force. It was retrieved from the patient with a grasper. This was then retrieved using a grasper. Surgery was completed with a smith and nephew back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.